Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller had op notes stating, "revision of neuromodulation with removal of old [ins] electrode and battery and placement of new", but there was no reason for revision provided and noted that it occurred on (B)(6) 2019. The call center recommended imaging of the patient for any abandoned components and/or contacting the healthcare provider (hcp). The call center also reviewed if the patient has any abandoned components, the manufacturing company wouldn't be able to speak to any MRI guidelines for that type of configuration. No patient symptoms were reported and no further complications have been reported as a result of this event.